Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functional testing found that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media. Pusher-fingers and knife advance when the handle was squeezed, but the knife cut was not complete. The device was subjected to a measured anvil retention test with a result of 6.63 lbs. Force required. The acceptable specification is 4.3 to 16.0 lbs. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the anvil came apart from the proximal stapler. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damage to the knife blade that has no relationship to the reported condition. The product analysis noted evide nce that the device was not used as intended. This issue can occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the exploratory laparotomy with reversal of ileostomy utilizing an ileorectal anastomosis and lysis of I ntra-abdominal adhesions, rigid proctoscopy, when the stapler was removed from the rectum, the anvil came apart from the proximal stapler and the anvil was left at the anastomosis. A rigid sigmoidoscope and biopsy forceps were used to grasp the anvil and remove it. There was no patient injury.

Manufacturer narrative:
Additional information: b3, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.